Event description:
The customer alleged they received questionable vitamin b12 (b12) results on their e411 analyzer for one patient. The patient's initial b12 result was 1498 pg/ml and it was reported outside the laboratory. The patient has no history of high b12 results. The sample was repeated on the e411 analyzer and the result was 1249 pg/ml. The sample was sent to another laboratory and analyzer on a siemens analyzer. The result was in the normal range, but the exact value was not provided. On (B)(6) 2012, the sample was tested at another laboratory using a siemens centaur analyzer and the result was 715.00 pg/ml. On (B)(6) 2012, the sample was sent to another laboratory and tested on a cobas e601 analyzer, serial number not provided, and the result was 1061.0 pg/ml. The field service representative went on site and found that a calibration was due. The analyzer was calibrated using fresh calibrator. Quality control was performed. On (B)(4) 2012, the sample was repeated again on the e411 analyzer and the result was 1059 pg/ml. There were no adverse events. The b12 lot number was 167508 and the expiration date was 07/30/2013.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. No information was provided on the specific part number involved in this event. This event occured in (B)(6).

Manufacturer narrative:
A specific root cause was not identified. The customer measured the discrepant patient sample on (B)(6) 2012. It was determined that the last calibration performed by the customer was done on (B)(6) 2012. Per product labeling, a new calibration should be performed every month when using the same reagent kit. There was no indication of any reagent or system issues. The sample was not available for further investigation. The difference between the elecsys method results and the results from the siemens centaur could be due to different methods and instrument, or differences in standardizations, applications, or reference range values.